Event description:
A pericardial effusion (pe) was noted and the procedure was cancelled. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. During the procedure, the physician mentioned that the patient had an aneurysmal septum which posed some challenges. The versacross rf wire was able to cross the septum, however the dilator and sheath were not. The physician decided to abort the case. After checking for an effusion, a small pe was noted on echo around the right atrium and around left ventricle, no intervention required. Patient was admitted overnight for observation and expected to fully recover. The device is not expected to be returned for analysis. Tenting with the rf wire was decent but due to the aneurysmal septum it wasn't a good position. The physician does not believe the rf wire contributed to the ae. Discharge status is unknown. Product is not expected to return for analysis. No effusion was noted prior to the procedure. The pe was deemed to happen during transseptal access. The patient was under xarelto 20 mg at the time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress. Because the product is yet unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was yet unable to be obtained.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the update on the field describe event or problem (b5), in section b -adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A pericardial effusion (pe) was noted and the procedure was cancelled. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. During the procedure, the physician mentioned that the patient had an aneurysmal septum which posed some challenges. The versacross rf wire was able to cross the septum, however the dilator and sheath were not. The physician decided to abort the case. After checking for an effusion, a small pe was noted on echo around the right atrium and around left ventricle, no intervention required. Patient was admitted overnight for observation and expected to fully recover. The device is not expected to be returned for analysis. Tenting with the rf wire was decent but due to the aneurysmal septum it wasn't a good position. The physician does not believe the rf wire contributed to the ae. Discharge status is unknown. Product is not expected to return for analysis. No effusion was noted prior to the procedure. The pe was deemed to happen during transseptal access. The patient was under xarelto 20mg at the time. It was further reported that the patient has been successfully discharged.